Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with the same cartridge during the load process. The customer's blood glucose level was 250 mg/dl. A new cartridge was loaded and insulin delivery was resumed successfully.